Event description:
It was reported that with a perforator plunging while doing a burr hole in a deep brain simulation case last week. It was fine for the first then plunged and tore the dura on the second one. Additional information recieved that there was a couple minute delay trying to dislodge the perforator from the patient's head. The surgeon had to rock it back and forth to remove. There ended up being a small bleed from nicking the dura, but no additional surgery to address that. No fragments were left in the patient.

Manufacturer narrative:
H3:product analysis:evaluation could not confirm the reported malfunction of continuous to run. The likely cause of failure could not able to determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that with a perforator plunging while doing a burr hole in a deep brain simulation case last week. It was fine for the first then plunged and tore the dura on the second one.

Manufacturer narrative:
H3: product analysis: no evaluation performed as the device not yet returned for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information details: lot number updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.